Event description:
It was reported by the customer that during the removal procedure of the central venous catheter, it was noticed that no internal tubing, only the blue wings, were recovered. Patient (pt) will need to have an interventional radiologic exam to retrieve catheter from the atrium. Additional info rec'd from head nurse confirmed insertion of catheter was problem free. Staff added an opsite dressing to fix it. The day after insertion, the nurse noticed a leak under the dressing. She removed the dressing and noticed the catheter body was separated from the junction hub. Nurse could not find the catheter body; the catheter body could be located in the right heart via cardiac and transesophageal echographies. To remove catheter, the pt was transferred to radiology. X-ray did not reveal any portion of catheter within pt. As a result, surgeon decided to release pt from the hosp. Pt is fine. There were no further services needed. Sample of the blue junction hub was discarded by facility.

Manufacturer narrative:
Sample will not be returned for eval.